Event description:
It was reported that the yellow protective sheath was unable to be removed from the nc trek. There was no patient involvement. Another trek was used to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.